Manufacturer narrative:
Since the perceval valve was not explanted (tavr) and the serial number is unknown, no investigation is possible at this time. As such, based on the information available, it is not possible to determine the root cause of the reported early degeneration of the perceval valve requiring a re-intervention. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. The manufacturer is presently following up to retrieve additional information. Should further details pertaining to this event be made available, a supplemental report will be provided within the required timelines. Device not explanted (tavr).

Event description:
The manufacturer was informed on this event through the publication 'transcatheter valve implantation for failed surgical aortic and mitral bioprostheses: a single-center experience', by lipinski et al. The paper reports a single center¿s experience with the use of transcatheter valvular therapies in the setting of failed bioprostheses (aortic and mitral). Among the results presented in the paper, it is reported that a patient received a transcatheter aortic valve replacement (tavr) with an evolut r 23 mm 4 years after the surgical aortic valve replacement with perceval pvs23 (implanted in 2012). The failure mode of the perceval pvs23 is indicated as 'stenosis'. This patient underwent other cardiac operations (a coronary artery bypass grafting and a mitral valve replacement), although the timelines are not indicated in the publication. A procedural success rate of 100% is reported. No patient had major stroke, major vascular complication, intraprocedural death, or emergency open heart surgery.